Event description:
The pt reports she is unable to communicate her ipg with her external devices. Surgical intervention is pending to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.